Manufacturer narrative:
G4:18nov2020 b4:(B)(6)2020 the service technician reported phenomenon was confirmed through operation checking. The error log revealed that error (alarm led failed) had occurred. In addition, an illumination failure of the power led (green/orange) was observed. Therefore, the power switch overlay equipped with the alarm led and power led was replaced. A similar investigation was performed it was identified that an excessive engagement or pressure contact over the light emitting diode (led) while attempting to engage the switch do to the proximity of the led to the switch may cause a separation of the led to the encapsulant. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(6) 2020. (B)(6) 2020.

Event description:
The customer reported that the led indicator is faulty. The service technician verified the reported problem. The customer reported that the unit was not in use on a patient. There's no delay in therapy reported.